Event description:
It was reported that the patient presented for in clinic follow up with chest pain. It was determined that the right ventricular lead helix had perforated the myocardium and was in contact with the pericardium. The lead was explanted and replaced. There were no further patient consequences reported.